Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this pacemaker exhibited noise and high, out-of-range (oor) pace impedance when the competitor right ventricular (rv) lead was connected. The rv lead was disconnected and tested with stable results. The lead was reinserted into the device and again, high, oor impedance measurements were noted. A new device was chosen and normal impedance measurements were recorded. No adverse patient effects were reported. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--